Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified the pads of the device are both fractured. The fractured surface is not shown for fracture analysis. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument, the tip fractured. All pieces were removed from the patient and there was no report of harm to the patient.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110028879, compr rvs gleno 2-prng ins/imp; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.